Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic distal gastrectomy (ladg) procedure, the endoscope was able to be operated from the surgeon console, but other instruments were non-functional. The operating team attempted to restart the system from the tower, but a normal shutdown could not be performed. The team then attempted to restart the tower from the uninterrupted power system (ups), but calibration could not be initiated on the arms. The ups was expected to take one hour to reach 100%, so the system use was abandoned and the surgery was changed to laparoscopic. There was a 45 minute delay with the patient under anesthesia. There was no patient injury.